Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported receiving a shock and hearing beeping tones. Device interrogation found the last delivered shock was three years ago. It was noted that the right ventricular (rv) lead measurements had sharply changed in july. R-wave measurements had decreased while pacing impedance measurements had increased, however remained within an acceptable range. Shock impedance measurements were noted to be high and out of range. Additionally, threshold measurements were 4 volts @ .8 milliseconds with outputs programmed at 4 volts @ .8 milliseconds. Boston scientific technical services (ts) discussed increasing the rv outputs and troubleshooting options for the out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.